Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device and protocol number are unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had issues with an occlusion alert on the pump and was advised by the prescriber to go to the hospital. The central catheter line was inserted at the hospital and later it was noted that the line site was red with brown drainage to the site. The patient reported having itchiness to the site and believes it is from the adhesive. Site was noted to have redness, irritation and skin breakdown from the dressing. The patient had a tear in her dressing and stated it was from scratching the site. No patient injury reported. No further adverse patient effects were reported.